Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01937. It was reported that stent thrombosis occurred. The patient presented due to chest discomfort and was diagnosed with acute myocardial infarction (ami). The 100% stenosed, 70mm target lesion was located in the severely tortuous, 3mm x 3.5mm proximal to mid right coronary artery (rca). A 3.50 x 32 synergy¿ drug-eluting stent was deployed at 10 atmospheres for 20 seconds for 4 inflations, and another 3.00 x 38 synergy¿ drug-eluting stent was deployed at 14 atmospheres for 25 seconds for 2 inflations to treat the lesion. The procedure was completed and the patient was discharged on 200mg bayaspirin and 20mg effient. Two days later, the patient came back for a planned percutaneous coronary intervention (pci) to the left anterior descending (lad) artery. However, a thrombus occlusion in the previously implanted stents was noted under angiography. Subsequently, a perfusion was urgently performed. After thrombosis absorption was performed with a 6f non-bsc thrombosis absorption catheter, long inflation was performed with a 3.0x20mm non-bsc balloon catheter for 60 seconds to appose thrombus to the vessel wall. Another dilatation was performed with a 2.5x30mm non-bsc balloon catheter several times to the previously implanted synergy¿ drug-eluting stents and at the distal rca to dilate wide range. Finally, a 3.5x12mm synergy¿ drug-eluting stent was implanted between the two previously implanted synergy¿ drug-eluting stents and the procedure was completed. No further patient complications were reported. Per physician's comment, the two implanted stents were not overlapped and there was a slight gap between the two implanted stents. Due to the gap, blood flow was inhibited and stent thrombosis occurred.